Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her (B)(6) daughter experienced high blood glucose level due to a kinked cannula. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, she went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 605 mg/dl and had high ketone level (7.2 mmol/l). Moreover, the first infusion set had been used from 03:00 pm to 09:00 pm and then from 09:00 pm to about 10:00 pm when the patient went to the emergency room. After staying for three hours in the emergency room, she was transferred to the intensive care unit. Reportedly, the patient was very thin. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.